Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient received a first degree burn on the breast nipple. A megadyne electrode was in use as well. The pencil was placed in the holster when not in use and the generator was in standard 40 mode and settings. The burn was found during the surgery and there were no pictures of the burn. It was unknown how was the burn was treated.

Manufacturer narrative:
Evaluation summary: one vl2610db was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported a device related burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no damage to the device. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The plug, cord, and body of the device were hipot (high potential) tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient received a first degree burn on the breast nipple. A megadyne electrode was in use as well. It was unknown how was the burn treated.